Event description:
It was reported that a seven day infusor had no flow during patient infusion. The device was filled with sandostatin (not a baxter product). There was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured between november 5, 2012 and november 6, 2012. Evaluation summary: baxter received the unit for evaluation with approximately 60ml of fluid in the reservoir. Visual inspection on the unit showed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was performed by removing the luer cap from the unit¿s distal luer. After cap removal, evidence of continuous flow was visually observed at the distal luer. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.